Manufacturer narrative:
(B)(4): the reported description notes that no alarm occurred when the pt's heart rate was exceeded beyond the alarm's configured alarm limits. No pt harm was reported. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The reported description notes that no alarm occurred when the pt's heart rate was exceeded beyond the alarm's configured alarm limits. No pt harm was reported.